Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's battery cap fell into the garbage disposal. Customer stated that the battery cap was all mangled and was thrown away. Customer was standing over the sink while changing the battery and could not get the cap out. A replacement battery cap will be sent. Customer is not using her pump right now. Customer is on manual injections. Customer's blood glucose level was high at 430 mg/dl. Customer treated with manual injections. No further details given.